Event description:
It is reported that while impacting the acetabular implant into the pt, the surgeon realized that the cup had broken off of inserter handle/tip. The handle and cup were removed from pt, and the broken-off threaded tip was removed from the cup. All fragments were accounted for, and no major issues occurred from this.

Manufacturer narrative:
This report will be amended when our investigation is complete.